Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).